Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer delivered multiple boluses in a row to address food consumed. Subsequently, customer's blood glucose level dropped below 40 mg/dl. Customer addressed blood glucose level with food and juice. Customer changed the pump supplies to resolve the reported occlusions.